Event description:
It was reported that the user experienced low blood glucose overnight after incorrectly announcing a dinner as smaller than usual, with glucose rising slightly above range after the meal, then dropping to a low between early morning hours. Blood glucose reached a low of 75 mg/ dl. No reported symptoms. Outcomes included user self-treatment with oral glucose. Investigation included a review of reported meal announcement behavior and user education on appropriate meal size selection and consideration of nighttime target adjustments with a clinician. Investigation of this case revealed user-dependent use error related to incorrect meal size announcement. It was concluded that the device performed as designed and that the event was attributable to user interaction with therapy settings and meal announcement.